Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system message was found in the event log. The host module and receiver mechanism were replaced for diagnostic purposes. The system was then tested and met all product specifications. The parts have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "patient impact is unknown" (no known impact or consequences to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed. The system would not prime/tune. The surgeon completed the case without the vitrectomy. The case was scheduled to be a scleral buckle with a posterior vitrectomy. The surgeon completed the scleral buckle. Additional information has been requested on the patient's status. The patient impact is unknown.